Manufacturer narrative:
H6: investigation summary this complaint is for the mis-identification of staphylococcus saprophyticus as staphylococcus haemolyticus when using phoenix panel pmic/ID 107 (448607) batch 1215997. The customer returned one isolate and lab reports, however did not return any panels for investigation. To investigate, a total of five retention panels from the complaint batch were tested using a phoenix m50 instrument and customer returned isolate of staphylococcus saprophyticus (88884744) and evaluated for identification results. Two retention panels from a different batch were tested using a phoenix m50 instrument and qc isolates of staphylococcus aureus (a29213) and evaluated for identification results. During investigation, all five panels tested using the customer returned isolate of staphylococcus saprophyticus (88884744) identified incorrectly as staphylococcus saprophyticus. The two control panels identified correctly as staphylococcus aureus. Since the investigation results were satisfactory, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batches.   A review of complaints revealed five additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It has been reported that the bd phoenix¿ pmic/ID-107 has been found experiencing misidentification. The following has been provided by the initial reporter: it was reported by the customer that mis-ID on their phoenix panels, lot 1215997.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ pmic/ID-107 has been found experiencing misidentification. The following has been provided by the initial reporter: it was reported by the customer that mis-ID on their phoenix panels, lot 1215997.